Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon, "no image", was caused by a failure of the receptacle unit (ru806400). Additionally, it was determined that the phenomenon, "front panel flashes¿, was caused by the failure of the 170 power supply unit (ru756800). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a failure of the video cable connector. Additional evaluation findings are as follows: 1.) Front panel noted flickering due to power supply failure; 2.) Cord holder was noted missing. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus loaner device, model cv-170, video system center, was returned to olympus for processing with a reported problem of "no image." As reported to olympus, there was no procedure or patient involved.